Event description:
Device malfunction: stent dislodgement. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that the herculink plus stent dislodged from the balloon during unpackaging, the device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded; therefore, device analysis could not be performed. A specific root cause of the reported stent dislodgement could not be determined. The stent can become loose due to handling, either during production or device preparation. During device preparation, if the protective balloon stent cover is removed roughly or on an angle, it is possible to loosen the stent. The reporter suggested a new technician may have been unacquainted with preparation of the rx herculink plus catheter. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. During production all balloon catheter crimped stent are 100% visually inspected for secure fit. Samples are taken from each lot for destructive testing. The stents tested for retention from this lot met the product specification.